Manufacturer narrative:
(B)(4).

Event description:
During a revision for a non-abbott lead, an isolation defect was noted on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood-like substance (bls). Visual and x-ray examination found damage consistent with that occurring at the time of the explant procedure; insulation damage was noted due to electrocautery. No insulation abrasion was noted. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the cause of the reported complaint is consistent with damage during explant.